Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The rv lead was explanted and replaced. The patient experienced no consequences.